Manufacturer narrative:
Philips has investigated this complaint. The procedure was aborted. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse replaced the digital detector, calibrated and tested the system. The issue got resolved by replacing the digital detector. After replacement of digital detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to emit x-rays. The patient was on the table and had to be moved to another system and the procedure was completed. No harm was reported to philips. Philips has started an investigation of this complaint.